Event description:
The customer reported falsely depressed alinity I tsh result for a female patient while running on the alinity I processing module. The following results were provided: on (B)(6) 2023 sid (B)(6): initial result was aspirated from a cup, however after sampling, the cup was empty = 2.20 miu/l. On (B)(6) 2023 rerun sample on another analyzer because the initial result was inconsistent with previous results. Diluted the sample 1:3 beforehand with alinity I multi assay diluent because the remaining volume of the sample was very low. Rerun tsh result = 32.8 miu/l which is consistent with previous results. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates that the reagent lot 53229ud00 performs as expected for the product. The ticket trending review did not identify any related trends for the product for the complaint issue. A review of the device history record did not identify any non-conformances or deviations associated with the reagent lot and the complaint issue. Customer field data was used to assess the performance of the alinity I tsh assay using worldwide data. The review shows that the median patient results for lot 53229ud00 is within established limits and comparable with other lots in the field confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I tsh reagent lot 53229ud00 was identified.upon review, it was discovered that the sample ID of the patient was not entered in the initial submission in section a1. Section a1 has been updated in this submission to include the patient's sample ID (B)(6).

Event description:
The customer reported falsely depressed alinity I tsh result for a female patient while running on the alinity I processing module. The following results were provided: on (B)(6) 2023, sid (B)(6): initial result was aspirated from a cup, however after sampling, the cup was empty = 2.20 miu/l. On 26oct2023 rerun sample on another analyzer because the initial result was inconsistent with previous results. Diluted the sample 1:3 beforehand with alinity I multi assay diluent because the remaining volume of the sample was very low. Rerun tsh result = 32.8 miu/l which is consistent with previous results. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.